Event description:
A femoral catheter was placed in a child's femoral artery. After a day it cracked and started to leak. The decision was made to remove the catheter because of the leak. During the removal the catheter broke off near the hub. The patient was taken to surgery to recover the broken piece. They were unsuccesful. The next day, the patient was taken to the cath lab and the broken piece was removed through the right iliac artery. A follow up angiogram after the intervention revealed a patent iliac artery.